Manufacturer narrative:
Tracking number; (B)(4).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury. Medical history: stress incontinence and urethral hypermobility.